Event description:
Catheter balloon prematurely deflated and fell out of pt following a intra-op radical prostectatomy. Catheter had been in place approximately 14 hours when event occurred. Flexible cystoscopy was unsuccessful in replacing catheter; required re-exporation and re-anastamosis.